Manufacturer narrative:
Additional information: compression was utilized during the procedure as per IFU. Issue is still present as of the clinics last known update (2025-jun-12). The patient wanted to seek care out of state from a family friend. The clinic said he was going to travel to illinois to have a brother in law do the necessary treatment. The clinic has not heard back from this patient and they didn¿t have any information about the doctor the patient was going to go see. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a delayed reaction following a venaseal closure system procedure performed on the great saphenous vein in the right leg, specifically in the mid and distal segments. The patient developed hypersensitivity, phlebitis, skin inflammation, skin irritation, skin discoloration, and itching. The onset of symptoms occurred six months or more after the procedure. Both legs were treated, but the reaction was present only in the right leg. This is an initial reaction event and occurred along the treated artery/vein (>5cm from access site). The blue introducer was used. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sapheno-femoral junction (sfj). The condition was still present at the time of reporting. The treating physician is looking for a surgeon to explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis five images were provided for evaluation. One image is of a diagram of the lower body. One image is of procedural notes. Image - shows the patients leg and a red line can be seen on the patients lower leg. Image - a red line can be seen from above the knee down the lower leg. Image - close up of patients leg, a red line and bumps can be observed on the patients skin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.